Manufacturer narrative:
H3: the em interface unit and controller were returned to the manufacturer for analysis. The em interface unit was connected to a test system for a burn-in test. Em interface functioned normally on all six ports without failure. The controller was connected to a test system for a burn-in test. Controller functioned normally without failure. Fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: 9735825, lot # unknown 9735824, lot # unknown. A medtronic representative visited the site to evaluate the equipment. The axiem interface and internal controller were replaced, and the system passed checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that the instrument interface box on the system was not receiving power from the system. A system reboot was attempted and the internal connections were set. It was later clarified that the internal electromagnetic (em) controller was receiving power and the lights were illuminated but the external box was not turning on. The likely issue was noted to be a damaged instrument interface box. There was no patient present at the time of the event. Additional information was received. It was reported that replacing the em controller did not resolve the issue. The usb cable was swapped from the controller into the computer to a different computer usb port and the instrument interface box started working. Connecting the old instrument interface box showed that still not receiving power. This was discovered after uncrating the eval system upon checkout.